Manufacturer narrative:
(B)(4): the intraocular lens was returned to the manufacturer. The sample was visually inspected under microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens that could be related to handling the lens in a non-sterile environment. Also, lens was cut in two pieces; this could be related to handling of the unit during the removal and replacement process. The condition of the returned lens precluded further investigation. Manufacturing records were reviewed including diopter measurement records. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implanting a tecnis one piece (B)(4) intraocular lens (iol), the doctor removed it because of the ora abberometer reading that was obtained. In follow up it was learned that to remove the iol, the incision was enlarged and the iol cut out. No patient injury reported.